Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. She treated via insulin pump bolus and manual insulin injection. Her blood glucose at the time of call was 424 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. However, the infusion set cannula was bent. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned or replaced.